Manufacturer narrative:
Upon receipt of the returned catheter, the catheter was analyzed by manufacturing engineering, r&d, quality engineering, and regulatory. The catheter guide wire was severely bent (90 degrees) approx 15mm from the distal tip of the guide wire. As received from the customer, the guidewire was attached to the catheter. Thrombus was observed at the guidewire/catheter interface. It was noted that the guide wire did not slide smoothly along the catheter, however, it did slide without severely bending or kinking. No evidence was seen that indicated a material failure or that would lead to the conclusion that the catheter was out of specification. Although the device did not cause or contribute to an injury, there could be potential for injury should the event happen again. This report is being sent as a notification.

Event description:
After the intervention was completed, an add'l pullback was performed and the physician attempted to remove the revolution catheter, but was not able to do so. The physician reported that the wire was stuck on the catheter. After manipulating the devices, the physician was able to pull both the wire and catheter out at the same time.